Manufacturer narrative:
Device analysis: product analysis identified broken fabric threads in the cylinder to be the most probable cause of the reported events. Due to the fabric controlling the expansion of the cylinders, damage to the fabric could cause the device to function different than normal and therefore present as a device malfunction to the user. The product record review indicated that the identified device malfunctions do not represent a new or unanticipated event. The investigation conclusion code of cause traced to component failure was chosen because a device malfunction was identified during product analysis that could be traced to a component failure. Based on the results of this investigation no escalation is required.

Event description:
It was reported that the patient underwent a revision procedure due to a malfunction with an inflatable penile prosthesis (ipp) . The ipp cylinder, pump, and reservoir was explanted.